Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: #8030965-2013-01584.

Event description:
It is reported during an orthopedic procedure on (B)(6) 2013 the trigger of the small battery drive was sticking. Reportedly the surgeon completed the procedure with another device without any further problems. This is 1 of 1 report for this event for (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.